Event description:
On an unk date, the battery smelled and then looked melted with something leaking from it. A replacement battery was sent the same day. The outcome was unk. Device MFR date: 11/2010. Date rec'd by MFR: (B)(4) 2013. (B)(4). Initial rptr: consumer, rptr details withheld, USA.